Event description:
It was reported that the threaded tip of the long hexdriver broke during case. Nothing was left in the patient, patient was not harmed and no delay since it was at the end of needing the instrument.